Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was shut off and battery was low. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the reservoir screws in the plastic was thin and the top of the compartment broke off and insulin pump had minor hairline fracture. The insulin pump will not be returned for analysis.